Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895748 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced potential peritonitis coincident with therapy for peritoneal dialysis. The patient experienced symptoms of not feeling well and cloudy effluent. Therapy was discontinued and the patient was placed on hemodialysis. The patient was hospitalized for the event and treated with cefazolin intravenously (for 1 week after each dialysis run, dose unknown). At the time of this report, the patient remained hospitalized but was recovering from the event. No additional information is available at this time.